Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a revision surgery to insert an ender nail from the distal femur to prevent secondary fractures. During the surgery, the locking screw broke at the head during the operation. On (B)(6) 2014, the patient underwent the open reduction internal fixation surgery for the peristem fracture with the inversely implanted distal femoral plate. The removal surgery was completed successfully without any surgical delay. No further information is available. Concomitant device reported. Unknown extraction instrument (part# unknown, lot# unknown, qty 1). Unknown cable (part# unknown, lot# unknown, qty 1). This complaint involves two (2) devices. This report is for (1) 5.0mm ti locking head screw self-tapping 40mm. This report is 1 of 1 for (B)(4).